Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by edwards european affiliate, approximately 4 years and 8 months post tavr with a 23mm sapien 3 ultra valve in aortic position by transfemoral approach. The patient underwent an explant due to stenosis due to calcification.